Manufacturer narrative:
No (B)(4) has been initiated for the return of the chair. The health professional stated that the device is an invacare - care guard shower chair with back. The reporter did not provide the model or serial number. Therefore, this product may not be an invacare product. For documentation purposes care guard with back, model number 96-2 and, the latest revision users manual part number 1145752 rev b [apr-09] will be used. It is unknown if the consumer fully read and understands the user manual. The following warning is provided: "warning - do not install or use this equipment without first reading and understanding these instructions. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The medical condition, stability and medication regimen of the consumer is unknown. The health provider stated the consumer was reaching and bending which may have affected his balance on the shower chair. The consumer said the shower chair was wobbly and the floor was uneven in the shower. It is unknown if the consumer adheres to the following warnings to maintain balance: "all four leg tips must be in contact with shower/tub floor at all times." "Always inspect the shower chair to ensure that it is properly positioned and stable before using. Do not use if shower chair is wobbly or unstable." "Ensure that the snap buttons fully protrude through their respective adjustment holes." "Check leg tips for rips, tears, cracks or wear. If any of these conditions exist, replace leg tips immediately." "Users with limited physical capabilities should be supervised or assisted when using the shower chair." "The shower chair is not to be used as a transfer bench, transfer device or climbing device." "Exercise caution when assembling the chair to avoid pinching." The maintenance history of the device is unknown. The following warnings are provided. "After any adjustments, repair or service and before use, make sure that all attaching hardware and parts are secure. "Ensure that all four chair legs are adjusted to the same height, and that all height adjustment buttons protrude fully through adjustment holes before use." The consumers weight is unknown. It is unknown if the consumer had additional loading on the device. "Always observe the weight limit on the labeling of your product. Check that all labels are present and legible. Replace if necessary." Weight limits are provided in the users manual: model description, weight limitation: a 91-2 shower chair, 315 lb (143 kg). A 95-2 shower chair with back, 300 lb (136 kg). A 96-2 shower chair with back, 315 lb (143 kg). A 9981 folding shower chair with back, 250 lb (114 kg). A 9785-1 bariatric shower chair with back, 700 lb (318 kg). A 9785-2 bariatric shower chair with back, 700 lb (318 kg). It is unknown if non-invacare accessories used on the shower chair. The following warning is provided: "accessories warning - invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products." It is unknown if the device had a proper height adjustment. The following procedure is provided. "Assembling the shower chair note: not all procedures apply to all chair types. Refer to the chair type to verify if the procedure applies before attempting any procedure. Note: for this procedure, refer to figure 1. For models 96-2 (detail "a") or 9785-1 and 9785-2 (detail "b"): put the shower chair on its side on a flat, stable surface. Press the snap buttons on the back support tubes and slide the back support tubes into the back support brackets on the leg frame until both snap buttons are fully engaged inside the holes in the back support brackets. Note: two audible "clicks" will be heard. For model 95-2 (detail "c"): place the seat upside down on a flat, stable surface. Put a leg over one socket in the seat and align. Insert the leg into the socket until it is fully seated and the socket tabs snap into the socket tab windows. Pull up on the leg to ensure that it has "locked" into place. Repeat steps 1-4 for the remaining three legs. Put the back into the slot in the seat. Push down on the back until it snaps securely in place. Ensure the compression buttons are fully visible through the notches in the back of the seat. Note: if both compression tabs are visible, the back is installed properly. If the compression tabs are not visible, apply pressure to the back until it snaps into place and both compression tabs are visible." It is unknown if the height adjustment was correct on the device at the time of the incident. The following height adjustment is provided. "Adjusting the shower chair height note: for this procedure, refer to figure 2. Press the snap button and slide leg extension up or down to desired adjustment hole. Ensure the snap button protrudes fully through the adjustment holes of the leg extension. Note: there will be an audible click when the snap button fully engages. Repeat steps 1 and 2 for the other legs. Note: make sure that all four legs are adjusted to the same height. Unfolding and folding the shower chair note: this procedure applies to shower chair model 9981 only. Note: for this procedure, refer to figure 3. Place the shower chair on the floor/tub floor in the upright position. Pull on the top edge of the inside leg to unlock the pivot stop bracket from the recess in the underside of the seat (detail "a"). Lift up on rear edge of seat. Note: when folding the shower chair, the pivot stop bracket must be flipped up before the pivot stop bracket can lock into the recess (detail "b"). Grab the top of the inside leg and pull towards the rear of the seat until stopped by the pivot stop bracket (detail "c"). Lower the rear edge of the seat so that the top of the inside leg fits securely into the groove along the back edge of the seat (detail "d"). If necessary, push the backrest into position (detail "e"). Warning: ensure the top of the leg tube is fully inserted and seated in the seat groove before using this device." The health care reporter stated the consumer was lathering up with soap. Lack of cleanliness or excess soap/cleaner can cause the device to be slick/slippery. Abrasive cleaners can cause deterioration of parts. The cleaning regimen of the device is unknown. Cleaning procedures are provided in the user manual: "cleaning - note: before using any cleaning products, test an area on the bottom of the shower chair to make sure the product does not cause discoloration or staining. Do not use an abrasive detergent or cleaner to clean the shower chair. Use a water and a mild, non-abrasive cleaner to clean the shower chair."

Event description:
The facility states the resident reached forward to soap his legs when the chair allegedly tipped over, causing him to hit his head and sustain a cut that required sutures. The facility states the chair had been wobbly and the shower floor was uneven, so the fall should have been avoidable. Serious injury is alleged.